Event description:
Subsequent to the initial medwatch report, it was learned that there was no restenosis or treatment of the 2.75 x 15 mm xience v stent. Additionally, upon angiography it was noted that the 3.0 x 23 mm stent was fractured in the proximal area. Confirmation of restenosis "hazy" appearance was confirmed by angiography. The area was dilated with a non-abbott percutaneous transluminal coronary angioplasty balloon. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in restenosed previous unspecified stented lesions in the proximal right coronary artery (rca) and in the mid rca with a 3.0 x 23 mm and 2.75 x 15 mm stents. On (B)(6) 2011, upon routine coronary angiography, silent ischemia was confirmed with a 79% stenosis in the proximal rca and a 33.6% stenosis in the mid rca. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization in the target vessel, target lesions on (B)(6) 2011 for restenosis. The patient's condition resolved on (B)(6) 2011. The patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The 2.75 x 15 mm xience v indicated is being filed under a separate medwatch MFR number. It was reported that the xience v stents were implanted in in-stent restenosed lesions. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system IFU as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
Subsequent to the initial and follow-up medwatch report, it was learned that there was no stent fracture of the 3.0 x 23 mm stent. There was only a bent strut on angiography. There was no additional information provided.

Manufacturer narrative:
(B)(4). Removed.